Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he was hospitalized twice in the past two weeks for high blood glucose levels. Troubleshooting was performed, and found that the daily totals did not match with the bolus and basal rate delivery totals. Advised that the insulin pump would be replaced. Nothing further was reported.